Event description:
The hospital reported an allegation of mold on the canopy seals. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Manufacturer narrative:
Ge healthcare maintenance technical assistant dismantled the canopy seals and reassembled them after the canopy seals were cleaned by the customer as recommended in the user manual. There was no patient impact and there was no product malfunction identified. H3 other text : ge healthcare maintenance technical assistant dismantled the canopy seals and reassembled them after the canopy seals were cleaned by the customer as recommended in the user manual. There was no patient impact and there was no product malfunction identified.